Event description:
Customer reported to customer service that her transformer housing for her pump in style pump was cracked.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approximately 5 month of use, the transformer casing cracked where the cord goes into the box and around the side of the transformer box exposing inner electronics which is a safety risk. The customer indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronics. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. See scanned page.